Event description:
It was reported after arriving on scene and while unloading the empty stretcher from the ambulance a wheel on the stretcher allegedly fell off. There was no reported adverse effect to the patient; however, the transport was delayed until a replacement stretcher was brought to the scene. An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. The reported issue was confirmed and the stretcher was repaired on site. Further evaluation of the returned component revealed a large amount of dirt on the threads of the component; however, cause of the detachment could not be determined.